Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device, the device appeared to be in good condition with abnormalities in the parts. According to the device evaluation the reported issue was confirm by connecting the ltf-s190-5 that arrived as an accessory. Further inspection also confirmed the burned smell from the scope. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera elite video system center exhibited black screen and no image. The event occurred during pre-use inspection prior to a hernia therapeutic procedure. It was reported that after turning the scope on and off couple of time, the issue restored, and the procedure was completed using the same device. According to the report, the scope was later tested but exhibited black screen with color bar when connected and this issue had occurred once in the past. There were no reports of patient harm associated with this event. Additional details have been requested regarding the event that occurred in the past. At this time, no additional information has been provided. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon seems to have occurred due to faulty ltf-s190-5 that was used in combination with the device. The root cause of the faulty ltf-s190-5 could not be determined. Olympus will continue to monitor field performance for this device.